Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 25-feb-2022 via email: there was no patient incident. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered label missing on the bottom of the device. The customer stated problem was not duplicated. Replaced main pcb (computer board) for fail_e_safe_resource_error also replaced speaker and interconnect pcb for preventive of primary audible alarm post. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a primary audible alarm was experienced.